Event description:
The customer called for help with his contour meter. He performed control tests while troubleshooting and received a result of 208 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer used the last of his test strips while troubleshooting, so no product will be returned. A replacement meter was sent to the customer.